Manufacturer narrative:
E1 - initial reporter city: (B)(6). Device evaluated by manufacturer: the complaint device was received for analysis. No issues identified with the hypotube. No issues identified with the shaft polymer extrusion. A pinhole was identified just proximal to the proximal markerband. No damage was observed to the markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No issues identified with the tip. A microscopic examination of the proximal and distal markerbands identified no damage. The device could not be inflated because a pinhole was identified just proximal to the proximal markerband. No damage was observed to the markerband. No other device issues were identified during returned product analysis.

Event description:
It was reported that a balloon rupture occurred. A two 15mmx2.75mm wolverine coronary cutting balloon were selected for use. During the procedure, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that a balloon rupture occurred. A two 15mmx2.75mm wolverine coronary cutting balloon were selected for use. During the procedure, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
E1 - initial reporter city: (B)(6)